Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The reported event is addressed within the labeling as it states, recommendations: ¿ wash hands thoroughly before device placement. ¿ ensure the device remains connected after turning the user, monitoring for pulling and tension on the device. ¿ remove the device prior to walking. ¿ check device placement and user¿s skin at least every 2 hours. ¿ refer to the purewicktm urine collection system IFU for instructions on suction tubing replacement. Placement of purewicktm male external catheter: 3. Trim or clip the pubic hair to ensure the product securely adheres to the skin. Check the skin and do not use if there is irritation or breakdown. Clean the penis and the skin around the base of the penis with soap and water or soap and water wipes. Dry skin prior to positioning the device. Note: moisture or soap residue on skin will weaken the adhesive. 4. Position the device, aligning drainage fitting towards the feet of the user. Slide the opening of the device over the penis until close to, but not touching, the skin around the base of the penis. Center penis within the opening. Do not place scrotum inside the device. Remove the bottom adhesive peeloff and press the device against the skin below the base of the penis. Remove the top adhesive peeloff and press the device against the skin above the base of the penis. Ensure device has fully adhered around the base of the penis by pressing down on the adhesive. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient said that liquid not fully emptying out of the pouch causing continuous slurping noise. Rep advised replacing (10) 57-pwmx30. Lot# will be called in. Unclear if medical intervention was provided. No additional information provided pu/ex#44067. No im pu needed. Per follow up information received via email on 12nov2025, it was reported wanted to say thank you for following up. I called in to customer service today at 7pm and continued to review the several issues we are experiencing including the collection of urine at the top and sides of the bags, significant condensation on the floor under the unit(the agent advised to place a towel under it but having a wet towel on the floor for overnight hours will leave water damage the wooden floor and it makes the unit vibrate oddly and makes odd noise-this needs further attention to resolve), bruising from the blue plastic connector and the black cord connector to the device does not go in flush to unit(unsure if this is normal). Hopefully you can see her notes in full detail. The agent recorded each issue and is sending a replacement unit. We are hopeful this resolves the issues. However, the condensation is a significant defect and will need to be addressed further. I will follow up after we receive the new unit.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient said that liquid not fully emptying out of the pouch causing continuous slurping noise. Rep advised replacing (10) 57-pwmx30. Lot# will be called in. Unclear if medical intervention was provided. No additional information provided pu/ex#44067. No im pu needed.